Event description:
A malfunction was reported on the pump by the customer, specifically mentioning a "malf 12" error. There was no adverse impact to the customer's blood glucose level as a result of the malfunction. The customer was eligible for a replacement pump, and customer technical support (cts) planned to send the customer to sales to determine whether getting a replacement pump would interfere with purchasing a new device before the warranty expired on (B)(6) 2026. In the meantime, the customer was advised to continue using the current pump and rely on an alternate method if necessary. Cts communicated with the customer through calls and follow-up emails and intended to close the case based on the customer's decision to proceed with or decline the replacement.